Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire detached and was left on the patient's skin. No additional event or patient information is available.